Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose levels did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer continued to use current pump for insulin therapy.